Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the pack consisted of 9 each instead of 10 each.

Manufacturer narrative:
There were no samples received with this complaint therefore an examination of the reported condition could not be performed. A device history record (drr) review was completed for lot# 17d127162. There were no manufacturing issues related to the complaint issued for this lot. A formal corrective and preventative action (CAPA) was completed to optimize the autobander process and prevent recurrence of the reported condition. The corrective actions were implemented after the manufacture date of the returned lot. Therefore, no additional actions will be taken at this time. If information is provided in the future, a supplemental report will be issued.